Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 20mg/dl. The father declined to troubleshoot for the lows. The customer was treated with glucose solution and IV. The father states the customer's level is now 374mg/dl and would be treating with bolus. No further assistance provided at this time.